Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The pod was worn for 24 to 36 hours on the abdomen. The patient was vomiting and had blood glucose levels of over 900 mg/dl. Patent was also diagnosed with an infection. Patient was treated with an insulin drip and was given long lasting injections of insulin. Pod was discarded at the hospital.